Event description:
Nurse placed nasogastric feeding tube. Upon x-ray confirmation, it was noted there was a knot at the end of the tube above weighted portion. The feeding tube was then removed and a new feeding tube had to be inserted. An additional x-ray had to be taken to confirm placement of new tube inserted. Staff said they have never seen this happen before. The first tube was inserted without difficulty. There were no obvious defects, kinks, or knots in the tube prior to insertion.======================manufacturer response for nasogastric feeding tube weighted tip, rigid port, stylet, 10fr 43 inches, kangaroo (per site reporter).======================notified the covidien quality department. They plans to send shipping material to return product for investigation.what was the original intended procedure?nasogastric feeding.device #1is this a laboratory device or laboratory test?no.